Manufacturer narrative:
Event date: exact date unknown, event occurred couple of years ago from the date the manufacturer was made aware.

Event description:
It was reported that the patients ipg was non-functional. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.